Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an ultraclamp tubing clamp was leaking from an unspecified location. It was further reported that the red clamp did not fully close off the tube and fluid leaked on the floor. The leak was discovered during use for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Three actual sample were received for evaluation. A visual inspection was performed with the naked eye and stress marks were detected on all three actual complaint samples. The samples opened and closed as expected. During sample analysis, no additional complaints defects, or use errors were identified during testing/analysis. The reported condition was not verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.